Event description:
The customer reported a leak from the manual probe while trying to prime the lh750 instrument. The volume of leak was 10 cc¿s of diluent and was not contained within the unit. The instrument generated aspiration errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found that solenoids #24 and #9 were not firing. He replaced both solenoids that fixed the leak and corrected the aspiration errors. Both solenoids control the probe movement. Upon recur the failure mode identified; it is likely to cause discrepant results due to the malfunction of sol 24 and 9 that controls the movement of the probe. (B)(4).